Event description:
Customer reported receiving an occlusion alarm. Impact on blood glucose level was not provided, as the customer declined to share that information. Technical support guided the customer through several troubleshooting steps, including disconnecting and reconnecting the tubing and administering boluses to resolve the occlusion. Despite these efforts, the issue persisted, and a pump replacement was arranged. The customer was instructed to use multiple daily injections as a backup therapy until the new pump arrived.